Event description:
It was reported by a customer on (B)(6) 2011 the fiber failed and the fiber cap became detached at 210,040 joules. Per the customer, the fiber cap was retrieved. No patient injury was reported.